Event description:
The product was used during an appendectomy procedure. Reportedly, the instrument did not fire. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.